Event description:
The patient underwent a successful thrombectomy procedure in the superficial femoral artery (sfa) stents using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath, and a guidewire. Afterwards, while removing the cat7 from the sheath, the physician experienced resistance, and the cat7 became caught inside the kinked sheath. It was reported that the sheath kinked at the bifurcation of the sfa. Subsequently, the mid-shaft of the cat7 stretched and broke but remained connected by the inner wires. It was reported that the part of the cat7 that broke occurred outside of the patient¿s body. The physician then cut the broken part of the cat7 and removed the remaining portion of the cat7 together with the sheath without issue. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.